Manufacturer narrative:
(B)(4). It was reported that the patient underwent extensive urethrolysis, pubovaginal sling with tutoplast cadaveric fascia (suspend facia lata), anterior vaginal repair, and cystoscopy on (B)(6) 2012 due to recurrent stress urinary incontinence with intrinsic sphincter deficiency.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced severe pelvic pain, sidewalls of pelvic tear. It was reported that patient underwent mesh removal and repair on (B)(6) 2012. It was reported that patient underwent revision and repair of previous mesh and an implantation of an unknown mesh on (B)(6) 2009 due to recurrent sui. It was reported that patient underwent cystoscopy bladder dilation on (B)(6) 2011 due to interstitial cystitis and vaginal pain by same implanting surgeon.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, vaginal bleeding and nocturia.